Manufacturer narrative:
(B)(4). Damaged jaws. Eval summary: the analysis results confirmed that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed clips with gap, due to the jaws not closing properly. However, the clips were properly fed into the jaws. The instrument was disassembled and the internal components and the assembly were noted to be in good condition. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the device was used during a lap cholecystectomy. It was reported that the clips came out of the side of the instrument. A competitor's device was opened and the procedure was completed without consequence to the patient.